Event description:
A report was received in which an infusion pump was reported to have been set up with a primary infusion of "hyperal." Reportedly, a "piggyback" (secondary infusion) of unknown solution was started. According to the reporter, about an hour later the pump alarmed "occlusion" and the nurse re-entered the room and reported noting the blood in the IV line from the patient going up to the IV tubing check valve of the primary infusion tubing and into the piggyback bag. Reportedly, the patient's hemoglobin was checked the next day and was reported to have dropped by 1 gram from the previous day. According to the reporter, no medical intervention was needed and there was no patient injury as a result of this event.